Manufacturer narrative:
(B)(4).

Event description:
It was reported that partial stent deployment and stent elongation occurred. The 100% stenosed target lesion was located in the right superficial femoral artery (sfa). A non-bsc stent was deployed in the popliteal. Following pre-dilation, a 6x200x130 innova¿ stent was then advanced contralateral over a v18 guidewire to be placed in overlapping fashion. Deployment was initiated via the thumb wheel and after approximately 30-40 mm of deployment; the stent stopped deploying. The physician then attempted the pin and pull method for deployment, however the handle came apart. The v18 wire was removed and replaced with a .035 wire. The whole system was then removed with hemostats. The stent was elongated and prolapsed inside the external iliac. The patient was taken to surgery where a balloon was used to drag the stent back to the common femoral artery. A cut back was then performed and the stent was removed. The patient condition was fine post surgery.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) with 2 introducer sheaths and a .035 guidewire. The outer shaft, mid-shaft and the remainder of the device were checked for damage. The handle was separated when received from the customer site. Visual examination showed that all of the shafts were separated from the device. The outer sheath showed multiple areas of twisting damage including a kink at the nosecone. The mid-shaft showed a separation 44cm from the markerband. Also multiple kinks were notice, on the mid-shaft separated portion. The mid-shaft was also pulled out of the retainer clip. The proximal inner was also separated approximately 3cm from the distal end of the clip. The inner liner was also separated 44cm from the markerband and the tip was not returned. The thumbwheel was returned. Damage was noticed on the gear teeth as well as the first tooth on the pull rack. The stent was returned stuck in the introducer sheath and partially deployed approximately 2cm from the tip of the sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that partial stent deployment and stent elongation occurred. The 100% stenosed target lesion was located in the right superficial femoral artery (sfa). A non-bsc stent was deployed in the popliteal. Following pre-dilation, a 6x200x130 innova¿ stent was then advanced contralateral over a v18 guidewire to be placed in overlapping fashion. Deployment was initiated via the thumbwheel and after approximately 30-40 mm of deployment; the stent stopped deploying. The physician then attempted the pin and pull method for deployment, however the handle came apart. The v18 wire was removed and replaced with a .035 wire. The whole system was then removed with hemostats. The stent was elongated and prolapsed inside the external iliac. The patient was taken to surgery where a balloon was used to drag the stent back to the common femoral artery. A cut back was then performed and the stent was removed. The patient condition was fine post surgery.